Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose. Customer's blood glucose value was 27 mg/dl at the time of the incident, blood glucose was 600 mg/dl, current blood glucose was 254 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with glucose tablet and manual injection. Customer will not return device for analysis.